Event description:
During an atherectomy procedure of the tibial vessels, the turbohawk sxc was inserted the first time into the distal segment of the peroneal artery which was highly stenosed. During the end of a pass, the device was not shut off when the physician pulled back the catheter. After realizing what happened, the physician immediately had the tech turn off the catheter and pulled the device into the popliteal artery to inject contrast and evaluate the situation. Upon injection of contrast, a perforation was observed in the approximate segment where the cutter blade was when the catheter was pulled back. A balloon was inflated at the perforation site for approximately 5 minutes and the perforation sealed. No further complications were observed.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.